Event description:
A suspected pocket infection was reported. The pocket was red and drainage was noted. It was also reported the lead displayed high thresholds and decreased sensing of r waves. Pocket debridement was performed and the lead was repositioned. The device and lead remain in use and no further patient complications have been reported as a result of this event.

Event description:
Additional information was received. The patient was treated with antibiotics and the device and lead were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.